Event description:
A nurse provided add'l info indicating the pt was treated with antibiotic therapy. It was also reported that it was felt the event was unrelated to the iol and that the iol did not malfunction.

Event description:
A user facility reported that a pt was diagnosed with an eye infection one day following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional info has been requested.